Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
This report is being filed after the subsequent review of the following literature article: thierry david, md: long-term results of one-level lumbar arthroplasty minimum 10-year follow-up of the charite´ artificial disc in 106 patients. Acknowledgment date: (B)(6) 2006. First revision date: (B)(6) 2006. Second revision date: (B)(6) 2006. Acceptance date: (B)(6) 2006. N=3 subsidence. N=5 postoperative facet arthrosis. N=2 core subluxation.